Event description:
It was reported that this pacemaker oversensed noisy signals on the right ventricular (rv) channel. The noise could not be reproduced. It was noted that the impedance had dropped but remained within range on a couple of occasions. Additionally, the right ventricular automatic capture (rvac) values had an approximate 2.4-volt difference. Technical services (ts) provided a reprogramming suggestion. The physician decided to monitor the patient. The device remains in use. No adverse patient effects have been reported.